Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the batteries were replaced. Unrelated to the reported issue, the power supply for the dvd drive and handswitch were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while performing a planned maintenance (pm), the batteries for the imaging system did not function as designed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: UDI has been updated to proper value.

Manufacturer narrative:
The x-ray hand-switch was returned to the manufacturer for analysis. Analysis found there was physical damage to the hand-switch; there was a split on the side and rattling inside. The hardware investigation found that the reported event was related to a hardware issue.

Manufacturer narrative:
The mobile viewing station (mvs) interface cable assembly was returned to the manufacturer for analysis. Analysis found that the cable assembly failed continuity test. Analysis found that the reported event was related to an electrical issue.

Manufacturer narrative:
The x-ray on indicator cable was returned to the manufacturer for analysis. Analysis found that when the cable was installed into a test system, the light illuminated and functioned as expected. No fault found.

Manufacturer narrative:
The dvd drive/power supply was returned to the manufacturer for analysis. Analysis found that the dvd drive failed bench test, power supply to dvd drive failed. Power supply not powering on. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
The x-ray indicator cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.